Event description:
It was reported that during a bowel resection procedure, the first time they tried to use the device the hand activation would not work. The foot pedal was used instead. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.